Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that nine days post implant, the patient with this lead presented to the local emergency room and a cardiac tamponade was confirmed. Post-mortem, a hole could be observed clearly within the myocardial tissue. The physician confirmed that the lead's electrode was not located at the perforation site and the implant procedure was reported without complication. The cause of death has not been associated with the boston scientific product and no return is expected.